Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After the ercp procedure, there was a problem that the enbd was not fixed to the cbd and was removed by itself.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all enbd-7-liguory-rt devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for enbd-7-liguory-rt device of lot number c2117551 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the enbd-7-liguory-rt device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2117551. Instructions for use and label: the notes section of the instructions for use (ifu0129), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use and label. (Ifu0129) from the available information, it is known that a 0.025inch wireguide was used which would be categorized as use error as the user has not complied with the requirements of the IFU and label. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the drainage catheter migrating after placement. Engineering input received stated that while the use of a 0.025" wireguide may have caused a kink, it did not prevent placement and that potentially upon removal of the endoscope, the device was pulled slightly and subsequently impacted the final position of the drainage. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the report, enbd was not fixed. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the drainage catheter migrating after placement. Engineering input received stated that while the use of a 0.025" wireguide may have caused a kink, it did not prevent placement and that potentially upon removal of the endoscope, the device was pulled slightly and subsequently impacted the final position of the drainage.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25 sep 2025.